Event description:
It was reported that the programmer would not boot, that it generated an error message. The programmer was returned for service but was then put into storage. It has now been brought out of storage in order to be repaired and placed back into circulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not boot and it was reimaged and the software reloaded. Analysis also found the electrocardiogram connector on the link electronic module board loose and the board was replaced and calibrated, that the system fan was noisy and it failed its incoming antenna connected test due to the radiofrequency transceiver (rft) module being out of specification. The fan and the rft module were replaced. (B)(4).